Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was admitted with suspected outflow graft compression. The patient was taken to the cardiovascular operating room on (B)(6) 2024 for a pump exchange and an examination and cleaning of the outflow graft. It was noted that small or medium amounts of debris were found surrounding the outflow graft and the outflow graft bend relief. The old outflow graft was connected to the new pump.

Manufacturer narrative:
Section d1: corrected section d4: corrected catalog number and primary UDI section d6b: corrected manufacturer's investigation conclusion: the reported extrinsic outflow graft obstruction was unable to be confirmed as no images were submitted for review and heartmate 3 left ventricular assist system (lvas), serial number (B)(6), was not returned for evaluation. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no further information was provided. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) rev. C is currently available. Section 5 of the IFU, "surgical procedures", outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. Section 5, under "attaching the sealed outflow graft to the pump," instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5, under "preimplant procedures" and "implant procedures" cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length." No further information was provided. The manufacturer is closing the file on this event.